Event description:
Customer reported clamp on blood set leaked. Spike leading to saline flush bag was clamped off, but saline bag was found nearly empty at end of transfusion. No medical intervention or patient harm occurred. Set was not saved for investigation. No other details about patient or event are available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.